Event description:
Report rec'd of a non-delivery of pitocin with no pump alarm. The drip was mixed with 10 milliunits of pitocin in 1000ml of lactated ringer. The infusion was initiated at 4ml/hr. Drops were seen in the drip chamber at initiation, but the rn did not watch for a long time, as the infusion was started at such a slow rate. The customer contact reported that the pt was not progressing with labor. The pump was incrementing as though fluid were being delivered, but there was no fluid gone from the IV bag. The rate of infusion was being titrated. It was unknown what the final rate of infusion was, but there was a reported non-delivery for approx one hour. Reportedly, the tubing was correctly positioned in the tubing guide and along the channel under the pump door. The customer contact reported that the tubing "seemed thin because it crinkled like paper". The tubing was readjusted in the channel, but there was still no infusion. The tubing and the pump were changed with no further reported incident. There were no pump alarms reported. The pt had to go to surgery for a cesarean section due to cpd (inlet too small) unrelated to the non-delivery of pitocin. The baby was delivered without incident and there were no adverse effects to the pt or baby.